Event description:
Several pt samples with discrepant potassium results. Exact number of pts impacted not provided. The initial were not reported. Only the following example was provided: initial result 6.1 mmol/l, repeat 4.0 mmol/l on second ise module on same system filed service rep determined root cause to be damaged ise tubing which was replaced. Performance tests were performed.